Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) oversensing. Analyst commented, episodes of t-wave oversensing (twos) identified. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) encountered t-wave oversensing (twos). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.